Event description:
The facility's technician reported a fail code 550. The failure occurred during biomed testing immediately after the device was powered on. Additional contact information was requested but no additional contact was identified. The technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.